Manufacturer narrative:
Boston scientific received additional information that the patient returned for a lead replacement procedure. When the wound was opened, this lv lead was found to have retracted completely into the pocket. The whole lead was in the pocket with the device. The suture sleeve was still sewn to the pectoral muscle, but the lead was not within the suture sleeve. The physician implanted a new lv lead without complication. No adverse patient effects were reported following the procedure. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, except that blood was found to be clogged in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any electrical abnormalities.

Event description:
Boston scientific received information that during a follow-up, the patient described feeling "stomach twitching," and "muscle twitching" in the left pectoral region. Upon interrogation, this left ventricular (lv) lead was found to be not capturing, and no capture was obtained at maximum output. A dislodgement was suspected. After discussion with the physician, this lv lead was electrically deactivated, and the patient's muscle twitching symptoms were alleviated. An x-ray was done, and only two leads were visible in the heart. The physician suspected that this lead has dislodged due to twiddler's syndrome and has moved all the way back to the pocket. No intervention has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.